Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact. The device was not returned for evaluation. Instead, the data file was sent to zoll medical canada for evaluation. A review of the data file found no evidence that the use of an electro surgery cautery pad (esu) affected the CPR depth measured by the CPR puck. There was no change in the CPR bar or CPR waveform from when the esu is on or off. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), while using an electro surgery cautery pad the device registered the CPR depth as insufficient, however, the clinical staff confirmed the CPR depth was more than adequate. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI #: added justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.